Manufacturer narrative:
Additional information: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent treatment for suprapubic eventration with placement of a non-absorbable mesh prosthesis in the abdominal wall. The patient subsequently experienced chronic nociceptive pain following eventration treatment, with no relief from various drug treatments or infiltrations for pain. Imaging with computed tomography scan indicated that the pre-peritoneal prosthesis was ineffective. The patient also reported persistent, severe pain, fever, significant weight gain, inability to work, inability to carry or bend, and limited travel ability. All medical treatments and injections were ineffective for pain, and the patient was unable to resume normal life activities. The patient had a history of usual tachycardia in the intensive care unit after general anesthesia interventions, pyelonephritis (2018), and allergic reactions including urticaria and tachycardia to antibiotic, allergy to suture, and possible allergy to a fast-acting, broad-spectrum antiseptic and disinfectant. The patient was scheduled for sleeve sur gery in (B)(6) 2025 due to significant weight gain. A robotic removal of the right inguinal prosthesis was performed, and a gaping orifice of about 3 cm in diameter was left unrepaired as previously discussed with the patient. A sample of the removed prosthesis was sent for bacteriological examination. Postoperative care included administration of analgesic and antipyretic drug, opioid analgesic, antispasmodic medication, proton pump inhibitor (ppi) medication, anticoagulant, and use of medical compression stockings. Follow-up included a planned computed tomography scan.

Manufacturer narrative:
Additional information: d6 (a. Implanted date), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.